Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval confirmed the upper reading on the ultrasonic sensor to be below specification caused by a failed upstream sensor. A low ultrasonic reading will make the pump more sensitive to air and upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a pump constantly alarms for an upstream occlusion. The customer has stated that the device was tested using room temperature water at a rate of 200 ml/hr and the device alarmed for an upstream occlusion when no occlusion was present. It was also reported that there was no pt injury.